Event description:
Olympus was informed that during an unspecified procedure, the device failed to operate. The procedure was completed using a different device. No pt injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation noted that the teflon pad was partially split and torn in the middle of the grasping section. This type of damage can result from continuous activation of the output without tissue between the probe and the grasping section.